Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had recurring no delivery alarms on the insulin pump. They had changed the infusion set 6 times within 3 days. The insulin pump would run for 2 units of insulin and then alarm. For one day they had received the alarm 2 times each hour. He had previously called to perform troubleshooting. The customer stated they had tried all remedies. The customer's blood glucose level was 17.6 mmol/l. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.